Event description:
Patient status post l hip scope patient reported r lower calf pain post-operatively, concern that boot used with the pivot guardian total hip system bed caused compartment syndrome to non-operative leg. Physician and physician's assistant report verifying the patient's foot size pre-operatively and a size 8 liner was applied. This was the technique the physician, the assistant, rns and equipment rep followed per manufacturer. The physician and their assistant tightened the boot system on the bed per instructions for use provided by the equipment representative who was also in the room (tightening the boa mechanism finger tight with thumb and pinky finger). Traction was applied to the l leg throughout the case. No traction was applied to the right leg. Equipment rep reported cms checks completed throughout the case. At the end of the 4 hour hip scope procedure the boots were removed and some redness was noted to the skin, cms was noted to be intact. Approximately 35 minutes into recovery the patient reported increasing pain in their r lower calf. Patient was assessed by surgeon and returned to the operating room for compartment syndrome release.